Event description:
It was reported that the ventilator failed the internal leakage and the pressure transducer sub-tests during the pre-use checks tests. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
The expiratory pressure transducer printed circuit board (pcb) was replaced during on-site troubleshooting. The replaced pcb was returned for investigation. The reported pre-use check failures were reproduced during test of the returned pcb in a reference ventilator. During ventilation the measured peep (positive end expiratory pressure) was higher than the set peep. Alarms for high pressure and expiratory minute volume were generated. The reported problem is also confirmed in received device logs showing that the expiratory pressure sensor's offset value had drifted. The offset value increased and decreased more than 300 mv from factory default within a short period (24 hours) which indicates an instability in the pressure sensor. Microscopic inspection of the pressure sensor showed that there was dirt/particles in the ceramic cavity on the top of the sensor's chip. It was not possible to clean the cavity since the dirt was stuck on the glass foil between the ceramic and the chip. Earlier investigation of other pressure transducer pcb has shown that once the dirt was removed the pressure transducer functioned normally and no offset drift was noticed.

Event description:
(B)(4).